Event description:
Medtronic received information that this mechanical aortic valve was explanted 2 years after implant due to thrombus. The valve was replaced with a non-medtronic valve with no adverse pt effects. It was reported that the valve was returned to the rep with the leaflets damaged. The pt had been on coumadin and was changed to another anticoagulant prior to the clot formation.

Manufacturer narrative:
(B)(4). Evaluation method - device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined, but likely due to change in anticoagulation regime. Analysis: no product was returned. Conclusions: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.